Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Proximal strut row 4 was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed a kink at approximately 105mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a balloon catheter, a 2.25 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was found that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.